Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer reverted to an alternate method of insulin delivery.